Event description:
During a routine filter removal performed nine months after the filter was implanted, as the radiologies was pulling the filter into the retrieval catheter, he noticed that an arm or leg of the filter was separating from the filter body. The segment was successfully retrieved from lung.